Manufacturer narrative:
Conclusion: the most probable root cause of this event is in the equipment category, mechanical failure and method was identified as a probable root cause contributor. During the analysis of a previous investigation ((B)(4)) it was found that there is not a preventive maintenance (pm) in place for the brine pumps. A pm needs to be created for the proper maintenance of brine pumps. An action was generated to create the pm. This condition is something that can happen intermittent and did not continue through the entire production. If the condition persists in process verifications will detected and a calibration of brine dosing pumps (sop-72378 calibration of brine dosing pumps, version 3.0, effective date: 08juun2017) will be perform. Batch t26686 complied with product release specification and will remain in released status. Process related: no. Complaint confirmed: yes. Conclusion: the root cause for this investigation was revised per investigation (B)(4), t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking. And to complete action item pr 2424234: identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower varia.

Event description:
Event verbatim (preferred term) when she went to bed and woke up, the wrap had busted in the seam (device leakage). Case narrative:the initial case was missing the following minimum criteria: no ae. Upon receipt of follow-up information on 24oct2018, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer reported for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number t26686 , expiration date jul2020, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated that she had the thermacare heat wraps and uses them all the time. She stated that two of them broke open. She stated that when she went to bed and woke up, the wrap had busted in the seam and all the pebbles and sand came out. She said that the second wrap broke open during the day. She thought that the shape had changed after these two wraps, her store may have an older box. Device was available for evaluation. She put them both in a bag. She had both wraps to send back. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. As of (B)(6) 2018, according to the product quality complaint group: sample status was received. The most probable root cause of this event is in the equipment category, mechanical failure and method was identified as a probable root cause contributor. During the analysis of a previous investigation ((B)(4)) it was found that there is not a preventive maintenance (pm) in place for the brine pumps. A pm needs to be created for the proper maintenance of brine pumps. An action was generated to create the pm. This condition is something that can happen intermittent and did not continue through the entire production. If the condition persists in process verifications will detected and a calibration of brine dosing pumps (sop-72378 calibration of brine dosing pumps, version 3.0, effective date: 08juun2017) will be perform. Batch t26686 complied with product release specification and will remain in released status. Process related: no. Complaint confirmed: yes. As of 24oct2018, according to the product quality complaint group: the root cause for this investigation was revised per investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking. And to complete action item (B)(4): identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble. Discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre-mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre-mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation pr 2379610 t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome. Determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation pr ##. No follow-up attempts needed. No further information expected. Company clinical evaluation comment: the above referenced lot number t26686 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots (s68516, t26686, t26691, t26693, 8054ha, 8054hb) due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26686 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots (s68516, t26686, t26691, t26693, 8054ha, 8054hb) due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.